Event description:
The customer reported via phone call that their infusion set popped out and then they experienced high blood glucose readings. The blood glucose readings were between 300 mg/dl and 400 mg/dl. The customer was able to bring down their blood glucose reading to 123 mg/dl. The customer was not hospitalized for high blood glucose readings. It was also stated that the customer broke their belt-clip. There were no significant events prior to high blood glucose reading and physical damage. The infusion set, reservoirs and belt-clip will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.